Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had a large bubble inside it. The customer declined to complete the troubleshooting process. Most recently blood glucose level at the time of the incident was 145 mg/dl. The customer will monitor the reservoirs and will not return the device for analysis.